Event description:
There is a fundamental problem with the insulin dispensing inpen from medtronic. After normal use for only a few months, the cap no long will 'clip' in place. This allows it to fall off while in a pocket or other storage place. This, in turn, has caused the needle under the protective cap to become exposed when the needle's own cap comes off - resulting in 1). Stabbing, cutting, abrading, and / or tearing of skin resulting in trauma & bleeding and 2). Damage to the needle which renders it unusable for insulin injection - which causes high blood sugar if the patient does not have immediate access to spare needles. This has been a chronic problem with this medical device for some time. The manufacture's support will sometimes send a replacement and sometimes refuse. Several of the support personal have conceded this is a known problem identified by many users. I'm filing this report because of a problem I had on 11/18/2023.